Manufacturer narrative:
Alleged failure: per customer debris found inside sterile package upon opening the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be the was dirty or the packagers hand had contaminants during packaging. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that debris was found inside the sterile package upon opening.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that debris was found inside the sterile package upon opening.